Event description:
It is reported the system displayed a communication failure error message and the system would not boot up. This error resulted in x-rays being disabled. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was installed. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.